Manufacturer narrative:
Received on used mc330419 transfer set connected to an IV bag and 20 ml bd syringe for evaluation.. The filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock reported that the in-line filter on the syringe pump tubing found leaking at shift onset. Line infusing aads (amino acid plus dextrose solution), line was changed one day prior. Aads infusion had to be stopped and replaced with maintenance infusion, on a patient with critically low blood glucose levels one day prior. These filters always leak prior to the 96-hour expiry of the line, when infusing aads. There were patient involvement and no patient harm reported.